Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: direct thrombolytic therapy for thrombosis of a centrifugal flow left ventricular assist device, 2013. American society for artificial internal organs journal, 2013. Doi: 10.1097/mat.0b013e3182a39628. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults and treatment of vad pump thrombi. The patient developed evidence of hemolysis and increased blood lactate dehydrogenase levels, anemia and worsening signs of heart failure with fatigue and dyspnea. The patient was hospitalized to evaluate high power alarms on the pump and required intraventricular thrombolytic therapy using alteplase, which resolved the thrombus. The patient was successfully bridged to heart transplantation two months after this intervention. The status/location of the vad is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of manufacturing documentation could not be performed since the serial number is unknown. The reported ¿high watt¿ event could not be confirmed via review of log files since log files were not provided for analysis. Of note, it was reported that the patient was hospitalized for high watt alarms; thrombolytic therapy resolved the thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical review of similar high-power events, the most likely root cause of the reported high watt alarms may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, is sues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.